Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly on b1 I/b. Unable to verify for high operating currents including low battery, off no power alarm or battery indicator anomaly due to blank display. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 167 mg/dl. The customer reported an off no power alert from the insulin pump. The customer further reported that there was no low battery alert prior to the off no power alert on the insulin pump. The customer installed a new alkaline battery to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.